Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with a history of deep vein thrombosis and recent total knee revision with significant postoperative bleeding was scheduled for placement of a vena cava filter. The right groin prepped and draped in the usual sterile fashion. Cannulation of the right femoral vein was performed utilizing micropuncture. A guidewire was then passed through the needle and advanced under fluoroscopy to the right iliac vein. A dilator was introduced over the wire and contrast injection within the lumen of the right iliac vein showed no evidence of filling defect or thrombosis. The wire exchanged with the glidewire, which was advanced to inferior vena cava. A long introducer sheath was advanced over the wire and inferior venacavogram for visualization of the renal vein, which was noted at the base of the l1. The sheath was advanced over the wire to the level of the renal vein, and the ivc filter was deployed in place, which attached vertically to the center of the inferior vena cava. This was confirmed by fluoroscopy. The sheath was removed and pressure was applied at the access site. The patient tolerated the procedure well and was transferred to recovery in stable condition. Approximately four years eight months post filter deployment, a CT scan performed for vascular clearance prior to total knee arthroplasty identified the filter with several limbs extending beyond the caval wall into the aorta. A review of previous scans confirmed the limbs to be perforating into the aorta four years back. Duplex ultrasound demonstrated an abnormal communication of the ivc believed to be an aortic caval fistula secondary to ivc filter erosion. The patient was taken to the operating room for aortacaval fistula repair. The patient underwent bilateral percutaneous arteriotomies; however, there was no evidence of aortocaval fistula. The arteriotomies were closed. The patient tolerated the procedure well without complication and was transferred to recovery in stable condition. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately four years eight months post filter deployment, a CT scan performed for vascular clearance prior to total knee arthroplasty identified the filter with several limbs extending beyond the caval wall into the aorta. A review of previous scans confirmed the limbs to be perforating into the aorta four years back. Based on the provided medical records, the investigation is confirmed for perforation of the ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. Approximately four years eight months post vena cava filter deployment, the patient with a history of deep venous thrombosis presented for presurgical vascular clearance. A CT scan demonstrated several limbs extending beyond the caval wall into the aorta. A review of previous scans confirmed the limbs to be perforating into the aorta four years back. Duplex ultrasound demonstrated an abnormal communication of the ivc believed to be an aortic caval fistula secondary to ivc filter erosion. Although the patient was reported to be asymptomatic, the patient was taken to the operating room for aortacaval fistula repair. Bilateral percutaneous arterial access was gained to perform aortogram and intravascular ultrasound which determined that there was no evidence of aortocaval fistula. The procedure was brought to an end and the access sites were closed. The patient tolerated the procedure well without complication and was transferred to recovery in stable condition. No additional medical records were received for this patient.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. Approximately four years eight months post vena cava filter deployment, the patient with a history of deep venous thrombosis presented for pre surgical vascular clearance. A computed tomography scan demonstrated several limbs extending beyond the caval wall into the aorta. At some time post filter deployment, it was alleged that the filter perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years later, computed tomography study was performed and had demonstrated that struts have impinged the aortic wall of the right common iliac artery. Duplex ultrasound demonstrated bruits suggests an aortocaval fistula as well as some arterialization of the waveforms within the cava. Inferior vena cava filter eroding into the aorta was shown. The patient admitted for surgery. After three days, an ultrasound of the aorta was performed. There is an abnormal communication of the inferior vena cava at the level of the filter and the mid aorta. Combined arterial and venous doppler signals are noted in the inferior vena cava both proximal and distal to the filter. Also, there is evidence of the inferior vena cava filter strut which appears to extend into the aorta. On the next day, there is an inferior vena cava filter noted below the level of the renal veins, extending inferiorly to the confluence of iliac veins. The position has not changed since previous study. It was also described that several prongs of the filter appear to extend outside the wall of the inferior vena cava, into the aorta. An aortic caval fistula was also found secondary to inferior vena cava filter erosion. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.